Event description:
We received a complaint through a medical doctor named (B)(6). He informed that one of his patients (B)(6) had developed an apparent contact dermatitis 6 hours after using lifestyles condoms. Dr. (B)(6) prescribed 2 different prescription drugs to this patient.

Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products, llc is submitting this report on behalf of suretex ltd.